Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation. Device inspection and evaluation found touchscreen function is not working. Front frame assembly electrical malfunction was noted. No error code e230 observed on bench testing. Investigation is ongoing. Supplemental report will be submitted following completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, these phenomena were determined to have likely occurred due to failures of u board and the cable. It was confirmed that the image does not appear; e230 error occurred; the color bars were displayed; the touch panel is defective and does not function. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "otv-s400 instruction manual: chapter 9 troubleshooting. 9.2 troubleshooting guide. The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. When troubles or failures other than those listed in the following table are observed, turn the camera control unit off and turn it on again. If the problem still cannot be resolved, return the camera control unit for repair as described in section 9.3, ¿returning the camera control unit for repair". Olympus will continue to monitor field performance for this device.

Event description:
As reported, during preparation for use, the device was found with black screen and not long after, an error message of e230 comes up. The monitor shows up color bars.there is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.